Event description:
It was reported that pump display showed only backlighting with no graphics visible, which affected ability to read and interact with pump screen. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump under warranty, confirmed shipping details, instructed customer to place problematic pump into storage mode and return it within specified time frame using provided materials, and advised customer to enter pump settings and reconnect continuous glucose monitor once replacement pump was received.